Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that there were air bubbles in the tubing and the reservoir. Customer's blood glucose at the time of the incident was 200 mg/dl. Customer reported that the air bubbles are 5mm long and are appearing during normal use. Customer also reported that the reservoir plunger is loose. Product is not expected to return.